Event description:
Medtronic rec'd info that during the placement of this transcatheter valve, after the second dilation of the outer balloon; the balloon ruptured. The delivery system was pulled back, but the outer balloon was unable to be removed from the left femoral vein secondary to not being re-sheathed by the delivery system. The outer balloon and the tip were removed after the delivery system was deconstructed using a small mosquito surgical clamp. Once removed, the puncture site was closed. There were no adverse pt effects.

Manufacturer narrative:
(B)(4): eval method = device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. W/o the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.